Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator black wire. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer's father reported via phone call of a vibrate anomaly from the insulin pump. The customer's blood glucose reading was unknown. The father stated that the vibrate mode is not working. The father stated that when he turned the vibrate mode on, the pump did not vibrate. The father stated that the vibrate mode is on. The customer stated that the pump battery is not low. The customer was advised to insert new (B)(6) aaa battery. The customer was advised to perform a self-test. The customer stated that the pump did not vibrate during the vibrate test. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.